Event description:
Patient has had resmed airsense auto CPAP (continuous positive airway pressure) since 2022. Pt got a new heated tubing (B)(6) 2024 and device now has a heater fault isssue. This is a common issue and escalating.